Manufacturer narrative:
Qa investigation into lot s10482 resulted in no remarkable findings and no deviations and no nonconfromances revealed. (B)(4) devices were released to finished goods and (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. No other complaints against lot s10482 were revealed. Lot s10482 was aseptically processed, terminally sterilized and met all qc release criteria.

Event description:
Patient implanted with strattice device (lot: s10482-213, catalog: 1016002) during incisional hernia repair surgery. Strattice rolled up and was not well incorporated and was removed on 2 years later.